Event description:
Two ruby coils were not able to be deployed beyond the distal tip of a renegade hiflow catheter. Both coils had to be removed form the catheter and no part of the coils were left in the patient. Another brand of coils was used to finish the case.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2013-00391. Device discarded by hospital